Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, unipolar annd bipolar ventricular lead impedances were <200 ohms. Noise was observed on the ventricular channel when the patient performed isometric exercises.